Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2. The reporter claimed the error appeared with multiple test strips and felt the problem was with the meter and not the test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.